Event description:
Siemens was notified on (B)(4) 2012, that during pt treatment one segment in the sequence was repeated. Reportedly, the therapist experienced an interruption during pt treatment. The therapist resumed treatment using the syngo rt therapist. It was later realized while reviewing mosaiq that "a few mu's" of a segment in the pt's treatment field was treated twice. There are no reports of mistreatment or injury to the pt. This issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported event on (B)(4) 2012. Siemens' customer service engineer advised the customer/user to only resume pt treatments from mosaiq, not rt therapist when experiencing interruptions. A safety advisory letter along with safety (B)(4) has been implemented. (B)(4).